Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): 1250. FDA patient problem code(s): 2199.

Event description:
It was reported while using bd lsrfortessa¿ sheath fluid under pressure sprayed outside of instrument. It was reported that the sheath line is broken. The sheath fluid is leaking out. 1. Was the leak liquid or air? Liquid 2. Was the leak contained within the instrument? Not contained 3. Was there spray of fluid under pressure? Yes 4. What was the fluid that leaked? Non biohazard was the customer/ bd personnel physically in contact with the fluid? No, fluid ended up on lab floor are you using this product for clinical diagnostic test? N were erroneous results reported and used to treat a patient? N was there any injury or potential injury? N leak (if yes explain)? Y

Manufacturer narrative:
After further review MFR#2916837-2021-00032 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while using bd lsrfortessa¿ sheath fluid under pressure sprayed outside of instrument. It was reported that the sheath line is broken. The sheath fluid is leaking out. 1. Was the leak liquid or air? Liquid. 2. Was the leak contained within the instrument? Not contained. 3. Was there spray of fluid under pressure? Yes. 4. What was the fluid that leaked? Non biohazard. Was the customer/ bd personnel physically in contact with the fluid? No, fluid ended up on lab floor. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? N0. Leak (if yes explain)? Yes.